Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion of the lead extension wherein it was visible through the skin. The patient underwent a revision procedure where the lead extension was explanted. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion of the lead extension wherein it was visible through the skin. The patient underwent a revision procedure where the lead extension was explanted. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc. Additional information was received indicating that there was an infection at the site of the implantable pulse generator (ipg) in addition to the erosion originally reported in (MFR 3006630150-2024-03857) wherein the ipg and an additional lead extension were explanted. The patient was administered antibiotics. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 567030. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7123047.